Manufacturer narrative:
(B)(4) the device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad with a "3 key depressed." Any pt involvement is unk.